Event description:
Customer reported they couldn't see live fluoro on the monitor during an exam. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable, camera cables, and the camera. Realigned the camera. System operates as intended.